Manufacturer narrative:
This report is being submitted for corrections in brand name and model number.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet. Reviewed with design engineer - from the photos, it is possible that the ppp and prp were all taken out of the same port at the same time and mixed back together again. However, without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported after the centrifugation of the blood it has been noticed that the blood was not properly separated. The surgeon used another blood sample to complete the infusion.